Event description:
It was reported that the pacemaker exhibited noisy signals and oversensing on this non-boston scientific right ventricular (rv) lead. Pacing inhibition greater than two seconds was also noted and the patient experienced syncope. Further evaluation was recommended. Currently, this product remains in service and no additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).